Manufacturer narrative:
The zealand pharma ae assessor has not been able to speak with the vgo user for further investigation of the complaint that "she had experienced multiple times where she would retract the needle and remove the vgo and she will notice the needle is broken off of the vgo and left in her skin and she has to remove it. The complaint will be considered by the ae assessor as serious due to the complaint that the vgo needle broke off of the vgo device into the vgo user skin and had to be removed by the vgo user.

Event description:
The patient reported that she had experienced multiple times where she would retract the needle and remove the v-go and patient noticed the needle broken off of the v-go and left in her skin and patient had to remove it. The patient discarded the v-go's.